Manufacturer narrative:
Medwatch #(B)(4) was received on 16jun2025. Section h1: report type corrected to serious injury as user facility form indicated an adverse event occurred. Manufacturer¿s investigation conclusion: the reported event of the 14-volt battery displaying a red-light status when being attempted to be charged in the universal battery charger was not confirmed. The 14-volt battery was not returned for analysis. Available information for this event indicates that new batteries were provided to the patient to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. This event will be reopened with further investigation if the battery is returned. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Device history records could not be reviewed due to the serial number of the 14v battery being unavailable. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 patient handbook instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red-light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient arrived to clinic on (B)(6) 2024 with their battery flashing red when they attempted to charge it. The battery was replaced. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.